Event description:
Unit displayed tech alarm and would not cycle after being re-attached to pt. Vent was on pt approximately 25 days prior to incident. Unit would not cycle and displayed tech alarm. Initial inspection showed heavy condensation in pt tubing. Alarms were duplicated. "Check tubing". External filter was saturated which prevented proper operation. Old tubing removed and new installed. Unit resumed normal operation. Perform calibration and verification with no further problems.